Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 38 mg/dl. The customer stated that they passed out but there was no medical attention. The customer was treated for the low blood glucose with ice cream. The customer stated that they had been on a liquid diet due to issues with gastroparesis. The customer stated that they will consult their new healthcare provider about the issue. The customer did not return the product back for analysis.